Event description:
Related manufacturer reference number: 2017865-2022-16210. It was reported that the patient presented in clinic for a follow up. The right atrial (ra) lead exhibited failure to capture and p-wave amplitude variation. The right ventricular (rv) lead exhibited high capture thresholds and failure to sense. Chest x-ray (cxr) was performed and revealed that both leads were dislodged. Both leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and failure to sense. As received, a complete lead was returned with its helix fully extended and within product specification. The reported events of inadequate capture, and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.